Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte-cap y leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that blood leakage from the septum was found when the product was used to withdraw needle cores for patients, and blood was splashed on the arms of patient and nurse.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1354575. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected device could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte-cap y leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that blood leakage from the septum was found when the product was used to withdraw needle cores for patients, and blood was splashed on the arms of patient and nurse.